Event description:
It was reported the device triggered an alert for lead pacing impedance greater than 1000 ohms. The impedance has been gradually increasing over a long period of time. Possibility of a lead fracture was discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.